Event description:
According to the literature, a retrospective study analyzed outcomes of patients who underwent sleeve gastrectomy between january 2012 and december 2020. Patients were divided into two groups, 179 helicobacter pylori positive and 1806 helicobacter pylori negative. The ligasure or another device was used to mobilize the greater curvature of the stomach. There were 1985 patients in the study and complications included: 56 patients had bleeding and 36 patients had hematoma. Reoperations and readmissions were also reported.

Manufacturer narrative:
Title: the association of helicobacter pylori, eradication, and early complications of laparoscopic sleeve gastrectomy source: obesity surgery (2022) 32:1617¿1623. If information is provided in the future, a supplemental report will be issued.